Manufacturer narrative:
The helium supply is adequate however the iab could not be automatically filled. The iab deflates and the system vents the helium to atmosphere. The alarm is tried to be cleared by retrying to perform the iab fill function. User precautionary replaced primary 9v battery alkaline (customer stock), and ran all the test in accordance to the manufacturer¿s specifications. All tests are within range updates.

Event description:
It was reported that a cardiosave intra aortic balloon pump displayed an autofill failure message during use. No patient harm or injury was reported.